Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing thresholds, a review of an x ray indicated this issue was due to suspected dislodgement. An out of range intrinsic amplitude and possible loss of capture were noted in the electrogram. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing thresholds, a review of an x ray indicated this issue was due to suspected dislodgement. An out of range intrinsic amplitude and possible loss of capture were noted in the electrogram. No adverse patient effects were reported.